Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the foley catheter cuff test the catheter got ruptured.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 all silicone foley catheter. Verified material number 165812 and manufacturing lot number ngjy4669. Visual inspection noted that the catheter balloon had mushroomed. Catheter tested for leaks. During testing, the catheter balloon inflated using in-house syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). While inflation lumen-to-lumen leakage was noticed. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the foley catheter cuff test the catheter got ruptured. As per rcc notification received on 27oct2025, stated that the inflation was confirmed without issue during cuff test. After inserting the balloon into the patient, a popping sound was heard, and the balloon was removed. The operating room head nurse pointed out that there was no crack in the cuff, but that the crack appeared to be in the shaft or 2-way section . Per notification from hcl investigator on 09feb2026, it was reported that the catheter balloon had mushroomed was found during sample evaluation on (B)(6) 2026.